Event description:
Reporting status: serious injury- required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after the xience stent was implanted in the distal lcx, a dissection occured at the proximal edge of the stent. Another 2.5 x 15 xience was used to cover the dissection. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering determined that dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including, lesion characteristics, procedural technique, and device size selection. The IFU also cautions, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." A conclusive root cause for the reported dissection and the relationship to the device, if any, cannot be determined.